Event description:
Reportedly, during an implantation procedure, a lead-ICD connection issue occurred. The lead was inserted into the (svc)df-1(+) port and the setscrew was tightened but click sound was not confirmed and the lead came out by a pull test. Therefore, a new ICD was implanted instead and the operation was completed without further problems. The ICD involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.